Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection showed that the top and bottom cases are in excellent condition. No visible contamination. During power up and performing infusion and occlusion testing, unable to duplicate customer reported problem. The root cause of the issue could not be determined. There was no external damage or contamination to interconnect board or speaker. Replaced speaker as a preventive measure. Power up process and all the functional tests passed.

Event description:
It was reported that there was an auxiliary control unit watchdog failure. No patient injury was reported.